Manufacturer narrative:
Patient code: (B)(4) (surgeon had to convert to open procedure). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic radical nephrectomy, on the hilum of kidney, the device was a powered stapler and stopped firing about 20mm down the 60mm reload. The surgeon determined that they needed to open since they could not 100% confirm that all staples would be completely b-shaped over the tissue. The surgeon did not want to take in excessive bleeding occurring laparoscopically. The surgeon opened and retracted knife blade of the device and vessels were still intact and no bleeding on the hilum. The surgeon continued with procedure and used manual staplers with reload to take the vessels and remove the kidney. The staple line was incomplete distally. The stapler was partially fired. The surgical time was extended by 30 minutes or more because the surgeon had to convert to open procedure and the incision was extended by more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the cartridges noted that two of the reloads were fully fired with subflush pushers. One of the reloads was partially fired with subflush pushers and a bent anvil. The last reload was unfired. The unfired reload was fired on test media and the staples formed correctly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.